Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and experienced cramping/unexplained pain (serious event due to medical importance) amongst other non-serious events. In (B)(6) 2014, consumer had a hysterectomy performed. Abdominal pain is listed according to reference safety information for essure. Considering positive temporal relationship (pain started after device placement) and lack of plausible alternative explanation, this event is regarded as related to device. This case is considered incident since hysterectomy was performed due to pain. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2012. Consumer reported that her doctor recommended essure because she had never even had anesthesia so it seemed like a good nonsurgical option. Immediately she began experiencing tons of cramping and unexplained pain. Her regular periods became irregular and unbearable. Her husband and everyone noticed she just wasn't herself energy wise. Her doctor tried birth control pills which just made it worse. She had a hysterectomy leaving ovaries in (B)(6) 2014. Then in (B)(6) 2015 she had to have surgery yet again to remove a cyst and her right ovary. She now has a c-section scar and it wasn't even caused by child birth. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and experienced cramping/unexplained pain (serious event due to medical importance) amongst other non-serious events. In (B)(6) 2014, consumer had a hysterectomy performed. Abdominal pain is listed according to reference safety information for essure. Considering positive temporal relationship (pain started after device placement) and lack of plausible alternative explanation, this event is regarded as related to device. This case is considered incident since hysterectomy was performed due to pain. No active follow-up will be pursued, as this case was identified during health authority website monitoring.